Event description:
It was reported there was a loss of therapeutic effect. The patient had been at their health care provider's office and saw medtronic representative. Their device was checked and the device was fine, impedances were fine and the device had not deviated. The patient had been able to use the different settings since their visit with the health care professional. The patient woke up the morning of the report and had no coverage and program d was gone. Where the program normally was the patient saw dash marks. Patient has been having problems with their implant. Patient experienced fluctuations and had felt rapid shocking on one side in (B)(6) 2012 and depending on what program they were using they would get shocking on the left and on a different program shocking on the right side. Patient had x-ray done to check extension cables. Patient had passed kidney stones from 2009-2010 and had three CT scans of the "abnormal" area this year. Patient reported program d covered left arm, right arm and upper back. Program a, b, and c jolts them on the right side and d jolts them on the left side. Patient increased stimulation on program c "pretty high." Patient had hard time walking up the stairs when they cranked up program c. Approximately one week later it was reported stimulation was intermittent when they pressed on the implantable neurostimulator (ins) or when they took a deep breath. Stimulation felt like it was turning on and off. It was noted the patient caught the ins on a piece of wood back in (B)(6) 2012. Since then the patient had been having issues. Patient was seen two weeks prior and all impedances were normal and everything checked out fine. Patient's ins was interrogated but no programming was done at that time. The patient's symptoms are at the ins location and the parasthesia area. The patient's status was fair at the time of report. When the ins was interrogated, there was a message that stated invalid settings. Troubleshooting was attempted. An x-ray was taken but did not show any "visual issues." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 3998, lot# l86101, implanted: (B)(6) 2001. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information indicated the patient had had "all components removed for an unrelated reason." The facility disposed of them.